Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was poor sleeve function. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during a recent blood collection process, the tail end rubber sleeve failed to rebound normally causing blood leakage. The main leak was in the needle holder. During the blood collection process, the nurse wore gloves, which did not happen to contact the skin."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/22/2021. H.6. Investigation: bd received 50 samples from the customer for investigation. The samples were evaluated by sleeve function testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve recovery / leakage through CAPA#1800001.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was poor sleeve function. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during a recent blood collection process, the tail end rubber sleeve failed to rebound normally causing blood leakage. The main leak was in the needle holder. During the blood collection process, the nurse wore gloves, which did not happen to contact the skin."